Event description:
Caller reported an alarm 2 related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or read "high" on the cgm. System check was performed by tandem technical support and a cartridge change resolved the issue.